Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. Block e1 (initial reporter phone): (B)(6). Block h6: block h6: problem code 2979 captures the reportable event of working channel sleeve protrusion. Block h10: a visual assessment was performed after disinfection. As received, the working channel sleeve protruded. It is likely that the user additionally pulled on the working channel sleeve upon noting the protrusion. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a, as well as the proximal strands of the working channel sleeve braid remaining attached to the pebax, appeared to show evidence of adhesion. The complaint was consistent with the reported complaint incident of working channel sleeve protruding. Based on investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Working channel sleeve protrusion in devices manufactured post 01mar2018 changes has been determined to be a design issue, therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation is underway to address this issue. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the choledochal duct during a cholangioscopy procedure performed on (B)(6) 2019. According to the complainant, after a few minutes of the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and ok.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the choledochal duct during a cholangioscopy procedure performed on (B)(6) 2019. According to the complainant, after a few minutes of the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and ok.